Event description:
A customer contacted beckman coulter inc., (bec), and reported that the cap piercer was leaking on the unicel dxc 800 pro synchron clinical system. The leak was contained to the instrument. The racks and caps of the sample tubes were wet (<5 milliliter of either diluted wash or autogloss). Hotline advised customer to turn off the cap piercer mechanism and run open tubes only. Customer was wearing a laboratory coat and gloves. No injuries were sustained by any lab personnel. No open wounds or mucous membranes were exposed to the leak. No medical attention was needed. There is material safety data sheet (msds) and risk management in place in the laboratory. According to the customer, there were no erroneous results generated or reported outside of the laboratory.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument, identified and cleared an obstruction within the shuttle. The obstruction was caused by a broken blade fragment and was restricting movement. Failure mode of this event was an occlusion within the shuttle caused by a broken blade. (B)(4).